Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the tamper tube was left inside the patient body. Based on the available information, the exact root cause of the event cannot be determined but similar failure can occur if the user fails to follow the IFU instructions and remove the tamper tube while completing the procedure. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
(B)(6). Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device tamper tube was left in the patient. Patient was held overnight then discharged. Cat scan (CT) imaging was confirmed. The patient was in stable. Hemostasis was achieved but tamper tube was left in the tissue track. Requested patient return for tamper tube removal. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 16february2021: two angio-seal devices were used. Cardiac catheterization and interventions were being performed using an 8fr procedural sheath. There were no difficulties with access. Pre-deployment angiogram was performed, standard operation procedure. Also, contralateral access and reevaluation of right common femoral artery. No issues were sited with insertion, deployment, or withdrawal of the device. Angio-seal was used when proglide failed to achieve hemostasis. Hemostasis was achieved without manual compression. There is no known damage to the patient's tissue track that the tamper tube is stuck in. The patient had no pain from the tamper tube being left inside his body. The tamper tube is still in the patient. The cardiologist is monitoring. Additional information was received on 17february2021: the additional angio-seal was informational and did not have a malfunction. The patient received two angio-seals during his procedure. An 8fr on the right, which the tamper tube remained in the patient and the 6fr which closed the left. Hemostasis was achieved.